Event description:
It was reported that during explant procedure, the pace/sense setscrew was difficult to loosen. The device was electively explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. A torque driver was able to tighten and loosen the setscrews and secure test leads normally. The device was tested on the bench and no anomaly was found.